Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is in progress. Device still implanted.

Event description:
Roi-c : anchro breakage 8 month post-op. Patient had 3-level-roi-c implantation in june 15. At 8 months patient presented with broken plate on the inferior side. During patient 8 month post-op follow-up, anchor seemed to be broken. According to surgeon, surgery "went very well and no incidents or adverse events occurred during surgery or immediately post op". Patient is still doing well and have no pain or no complaints. The surgeon mentioned that he is not concerned about the implant stability.

Manufacturer narrative:
This report was created in error; this is a duplicate of report 3004788213-2018-00068.

Event description:
This is a duplicate of report 3004788213-2018-00068.